Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation. The reported balloon rupture was confirmed. The reported resistance during advancement could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, functional and scanning electron microscopy analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the rx trek instruction for use states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treated a lesion located in an unspecified non-tortuous and heavily calcified coronary artery. During inflation of the 1.2 x 12 mm mini trek balloon catheter to 10 atmospheres, blood was observed in the balloon and the inflation lumen. Resistance was felt during advancement of the balloon catheter to the lesion due to the heavily calcified anatomy. The balloon was prepped inside the anatomy. A same sized balloon was used to continue the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.